Event description:
The customer reported to baxter (B)(4) an issue with a basic solution set in which a hole was discovered on the tubing line (not intact line) close to plastic clamp during patient use. There was no patient injury or medical intervention reported. A sample is available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The determined cause, is that the tubing was cut by the packaging machine (B)(4). A hole was observed in the tubing. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress.